Event description:
Lot sample was returned by the user facility for eval. Upon functional testing, the device was fully primed and as soon as the firing trigger was pressed and both the cannula and stylet advanced, loose particles could be heart within the device after firing. Further functional testing could not be performed. The device was disassembled and the cannula hub was found to be broken.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The sample was clean, as it was an unopened lot sample. The stylet and cannula were in their initial positions (not retracted), as the arrow could not be seen in the ready window. There were no visual anomalies noted on the sample. The sample was tested by twisting the rotational knob once and the cannula was retracted and locked into place. The rotational knob was turned once more and the stylet retracted as expected. The firing trigger was pressed and both the cannula and stylet advanced. Loose particles could be heard within the device after firing. Further functional testing could not be performed. The device was disassembled and the cannula hub was found to be broken.